Event description:
Customer called on (B)(6) 2011 stating that their unicel dxc 600 synchron system was leaking clear liquid onto the floor. Customer pulled the hydropneumatics door out and cleaned the leak. Customer determined that the leak was coming from the y-fitting on tube 116 in the vacuum line and mentioned that the y-fitting was cracked. Field service engineer (fse) was dispatched and replaced the hydro line #116 (waste), associated fittings and cleaned the hydropneumatics area. Repair was then verified per established procedures.

Manufacturer narrative:
Evaluation - result: fse replaced hydropneumatics line #116 (waste), associated fittings and cleaned the hydropneumatics area. (B)(4).